Event description:
It was reported that there was a possible over-discharge. The patient had not charged for approximately four months. It was also reported that patient's leads were removed for medical reasons. The patient had had a whole list of procedures done to her low back to correct some back pain. She had had a fusion , "they ended up going in and removing hardware, doing more fusion, lots of other stuff as well." The patient had a neurostimulator and the leads were removed on (B)(6), 2013 but the implantable neurostimulator (ins) was left implanted. It was stated that "they removed it just in relation to everything else they were doing." It was also stated that the patient was hoping to turn the ins back on and put the leads back in "when this was all over" and that nobody told her she needed to keep the ins charged "and after the surgery with meds and stuff like that she didn't realize that." It was further reported that the patient¿s system was being upgraded. The device was being sent back for disposal. The implantable neurostimulator (ins) had remained implanted after the patient¿s lead had been removed. There were no leads in the patient¿s body and this was confirmed via x-ray. A new, MRI compatible system was implanted. It was further reported that the patient¿s implantable neurostimulator was replaced on (B)(6). The patient was doing great at the time of the report.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2013-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2013-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. Product ID neu_unknown_lead, product type lead. (B)(4): analysis of the implantable neurostimulator (serial # nkf733547h) found that the battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 217. The last recorded recharge session done while the device was implanted was on 10/1/2013. The device was recharged for 1 hour and 37 minutes. The battery charged from 3.580v to 3.765v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2013. A normal recharge was started manually after a physician mode recharge at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 5 hours and 16 minutes from 2.040v to 3.975v. There was good stable output on all electrode pairs.